Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, mental disorder and gestational diabetes. Concurrent conditions included asthma, anxiety, irregular periods, bipolar disorder, knee pain, menses irregular, smoker, obesity, trichomonal vaginitis, papilloma viral infection, c-section and galactorrhea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("bleeding :- menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraine / headache") and headache ("headaches"). In 2013, the patient experienced urticaria ("rashes or skin conditions,"). In (B)(6) 2013, the patient experienced vaginal discharge ("bladder/urinary problems:- vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection(bladder\urinary tract\vaginal): uti"). In 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), anaemia ("blood or heart disorder/condition type: anemia"), visual impairment ("vision/eye problems,"), constipation ("constipation"), gastrooesophageal reflux disease ("acid reflux/gi conditions-gastrointestinal disorder") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection, alopecia, fatigue, migraine, headache, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, anaemia, tooth disorder, visual impairment, weight increased, abdominal distension, constipation, gastrooesophageal reflux disease, nausea and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, hair loss, fatigue, migraine, headaches essure removed- scheduled (reported in current fu) discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test: result: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ bloating, vaginal discharge, pelvic pain in female. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is duplicate of case: (B)(4). All source document information related to reporters, events and reference section was added to this case. Event added: psych injury. Event clubbed: : acid reflux/gi conditions-gastrointestinal disorder. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil is present in the subserosal soft tissue of the left fallopian tube') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, mental disorder, gestational diabetes, metaplasia, adenomyosis, leiomyoma of uterus, unspecified, ovarian cyst, bleed in luteal cyst and paratubal cyst. Concurrent conditions included asthma, anxiety, irregular periods, bipolar disorder, knee pain, menses irregular, smoker, obesity, trichomonal vaginitis, papilloma viral infection, c-section and galactorrhea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("bleeding :- menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraine / headache") and headache ("headaches"). In 2013, the patient experienced urticaria ("rashes or skin conditions,"). In (B)(6) 2013, the patient experienced vaginal discharge ("bladder/urinary problems :- vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection(bladder\urinary tract\vaginal): uti"). In 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), anaemia ("blood or heart disorder/condition type: anemia"), visual impairment ("vision/eye problems,"), constipation ("constipation"), gastrooesophageal reflux disease ("acid reflux/gi conditions-gastrointestinal disorder") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, vaginal discharge, vaginal infection, alopecia, fatigue, migraine, headache, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, anaemia, tooth disorder, visual impairment, weight increased, abdominal distension, constipation, gastrooesophageal reflux disease, nausea and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, hair loss, fatigue, migraine, headaches essure removed- scheduled (reported in current fu) discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test: result: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ bloating, vaginal discharge, pelvic pain in female concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient's medical history and event "the essure coil is present in the subserosal soft tissue of the left fallopian tube" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, mental disorder and gestational diabetes. Concurrent conditions included asthma, anxiety, irregular periods, bipolar disorder, knee pain, menses irregular, smoker, obesity, trichomonal vaginitis, papilloma viral infection, c-section and galactorrhea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("bleeding :- menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraine / headache") and headache ("headaches"). In 2013, the patient experienced urticaria ("rashes or skin conditions,"). In (B)(6) 2013, the patient experienced vaginal discharge ("bladder/urinary problems :- vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection(bladder\urinary tract\vaginal): uti"). In 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), anaemia ("blood or heart disorder/condition type: anemia"), visual impairment ("vision/eye problems,"), constipation ("constipation") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection, alopecia, fatigue, migraine, headache, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, anaemia, tooth disorder, visual impairment, weight increased, abdominal distension, constipation, gastrooesophageal reflux disease and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, hair loss, fatigue, migraine, headaches essure removed- scheduled (reported in current fu). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test: result: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ bloating, vaginal discharge, pelvic pain in female quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), infection (bladder/ urinary tract), apareunia, rashes or skin conditions, bladder or urinary problems or changes, blood or heart disorder/condition type: anemia, dental problems, bloating, chronic constipation, acid reflux, weight gain. Reporters information, concomitant and historical conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, mental disorder and gestational diabetes. Concurrent conditions included asthma, anxiety, irregular periods, bipolar disorder, knee pain, menses irregular, smoker, obesity, trichomonal vaginitis, papilloma viral infection, c-section and galactorrhea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"), tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding :- menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraine / headache") and headache ("headaches"). In 2013, the patient experienced urticaria ("rashes or skin conditions,"). In (B)(6) 2013, the patient experienced vaginal discharge ("bladder/urinary problems :- vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection(bladder\urinary tract\vaginal): uti"). In 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), anaemia ("blood or heart disorder/condition type: anemia"), visual impairment ("vision/eye problems,"), constipation ("constipation") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection, alopecia, fatigue, migraine, headache, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, anaemia, tooth disorder, visual impairment, weight increased, abdominal distension, constipation, gastrooesophageal reflux disease and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, hair loss, fatigue, migraine, headaches. Essure removed- scheduled (reported in current fu). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test: result: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ bloating, vaginal discharge, pelvic pain in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding :- menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems :- vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection, alopecia, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, hair loss, fatigue, migraine, headaches essure removed- scheduled (reported in current fu). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge, vaginal infection, other injuries/symptoms: hair loss, fatigue, migraine, headaches. Laboratory data was added. Essure insertion and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.